Event description:
It was reported that a spectrum pump had a door latch error. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch error was confirmed through review of the event history log but was not reproduced. This condition was determined to have been caused by loose link screws. The link screws were replaced.